Manufacturer narrative:
Damaged firing mechanism. The analysis showed that the device was received in good visual condition and with no cartridge present on the device. However, six cartridges were received inside the bag. Cartridges b,f, and g were received void of staples and with no damage to the spring cartridge lockout. Cartridge d was received fully loaded with staples. Cartridges c and e were received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device.fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non-functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components, and the firing teeth were damaged. No functional test could be performed due to the condition of the device. The returned cartridge (d) was loaded into a test device and it was tested for functionality. The device fired, cut and formed all the staples as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung procedure, it was hard to grasp the firing trigger. Another device was used and additional suture was performed to complete the case. There were no adverse consequences to the patient.